Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable, pump won't run. Per reporter residual volume was: 42.4 ml, rate 2.3 ml.hr and 63.60 ml was given. No adverse patient effects were reported. No additional information is available at this time.